Event description:
It was reported that during the incoming inspection, battery's red led light was flashing. When installed into the mcc charger, it faulted right away. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.